Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "plunger got stuck and product could not be emptied completely" (delivery system failure [component: plunger]). A surgeon reported that the plunger became stuck and product could not be emptied completely. In some cases, the amount that was released was sufficient and on other cases, the surgeon used an add'l syringe. No pt harm was reported. The same surgeon reported three events related to the product that occurred in two different facilities and during different dates. A fourth event was also reported by a nurse who worked in one of the surgeon's facilities. There are four medical device reports being filed. This is the third report.

Manufacturer narrative:
The device history record review indicated there were no remarks related to this complaint. A functionality test was performed during the blistering operation process and the results were satisfactory. Further investigation was performed by the supplier quality assurance department, the expel force of the syringe tested for a similar complaint was within specification, however, there was an increase in the expel force at the end of the syringe. To prevent similar complaints, the gliding force has been reduced by the supplier. Incoming inspection of the syringes has been established to monitor syringes for homogeneity of their gliding force. There have been no other complaints reported in this lot number except by this surgeon. (B)(4).